Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.